Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder instability repair: the patient had a burn on his arm after arthroscopic of instability procedure, which was used to probe radio frequency. Complaint device discarded.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The complaint device is an electrosurgical electrode for arthroscopic use of cutting soft tissue and coagulating blood vessels; it is a vapr suction electrode equipped with a suction tube, whose function is to draw out debris and hot saline from the joint space. The tubing needs to be connected to some waste container; in this particular case it was not connected to anything, and so the most likely cause for the patient burn is hot liquid dripping from the tubing onto the patient body. In the words of the surgeon: ¿the doctor reported that in the surgery the suction lps tip was not connected to anything. He believes that the probable cause of the burn was: the hot liquid spilled may have fallen into the patient's arm.¿ we attribute the root cause for the incident to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.